Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was obtained on 10/18/2018. The device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was suspected. Upon receipt by mentor, the device contained no fluid. Yellow and white material was observed within the device. White and red material was observed on the shell surface. During the initial evaluation the device appeared intact. Leak test was performed and revealed a rent in the vicinity of the vulcanization dot, measuring approximately 0.3 cm. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed. The mentor product analysis lab concluded that the most probable cause was stress concentration at the anterior vulcanized region of the shell. Because mentor product analysis lan was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).